Manufacturer narrative:
If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. (B)(6). The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the pcb00 tecnis monofocal iol (intraocular lens), the anterior surface of the lens was noticed to be cracked/torn. Reportedly, the lens was removed and replaced during the same surgical procedure and there was a 10-minute delay. The incision was enlarged to remove the lens and sutures were also required. No vitrectomy was performed. The patient outcome was as initially expected. The removed lens was discarded by the customer. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Corrected data: in the supplemental MDR 2648035-2018-01466, it was inadvertently stated that the intraocular lens remains implanted. However, as correctly reported in the initial MDR, the lens was removed and replaced during the initial surgery and it was discarded by the customer. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: to date the intraocular lens (iol) remains implanted, therefore product testing could not be performed. However, a photo of the lens was provided and it was evaluated. Two marks were observed in the lens optic but it could not be determined if there was a tear or if the marks were related to the manufacturing process as the reported device was handled and used in a surgical procedure. Based on the photo evaluation a product quality deficiency or product malfunction could not be determined. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.